Event description:
It was reported that upon review of session records, low impedances were noted at two occasions on the left ventricle lead. The lead remained implanted. The patient condition would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.